Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced low blood glucose. The customer's blood glucose was 46mg/dl, treated with juice. The customer's current blood glucose was 116mg/dl. The customer was advised to monitor device.